Event description:
It was reported the external pulse generator (epg) turned off during testing, the battery tray is broken, and there is a screw missing. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the report that the device turned off during testing. The device passed all incoming functional tests. Analysis confirmed the battery drawer is broken and one case screw is missing. Analysis also found the upper case, lower case, two side bail covers, and ring cover are broken. Battery release and keyboard pad are contaminated. Battery contacts compressed. Two side bails, ring, and battery drawer o-ring are missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).